Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed scope communication error (b30). The issue occurred during preparation for use prior to a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The investigation results did not reveal any information related to the occurrence of the malfunction. The root cause could not be identified. No defects were found in the product upon inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus will continue to monitor field performance for this device.